Manufacturer narrative:
The device was returned for analysis. The reported loose or intermittent connection was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed an indication of a product quality issue. A review of the complaint history of the reported lot revealed similar complaints from this lot, indicating there is a potential quality issue. Therefore, further investigation will be performed, and corrective actions will be taken, as required, in accordance with internal operating procedures.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that the procedure was to treat the left anterior descending coronary artery. When connecting the copilot side arm to the pressure system/3-way stopcock, the screw thread of the copilot sidearm was not in the correct place (almost absent) and not working [did not thread/connect]. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.